Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor displayed the message "battery cannot be charged" and "full back up might not be available." The system stayed powered on ac. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.